Manufacturer narrative:
Follow-up #1: date of submission: 11/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: a review of the pump's black box revealed cs 064 alarm. The battery compartment and the cap were undamaged and able to fit securely. The keypad was unresponsive during start up and the cs 064 alarm was unable to be adequately investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.